Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported events are unable to be determined. However, the causes of the events are likely due to the device handling by physical stress. Additionally, the foreign material between plastic cover and distal end of the device is likely due to insufficient reprocessing or leakage of device. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) says about possible risk of infection caused by insufficient reprocessing as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer returned this device for evaluation and repair of the air/water leakage issue from the bending control unit wheels observed during reprocessing of device. There is no patient involvement and no harm to any patient. Upon evaluation of the returned device, it was observed that the light guide lens glue was chipped. There was also the presence of foreign material in the forceps elevator and between the plastic cover and distal end body. This medwatch is being submitted for the reportable issue of chipped light guide lens glue and foreign materials found in the forceps elevator and between the plastic cover and distal end body as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the light guide lens glue was chipped. There was also the presence of foreign material in the forceps elevator and between the plastic cover and distal end body. Other observations for the device are: plastic cover had sharp edge; distal end is deformed; distal end rubber coating (a-rubber) glue chipped; bending tube deformed; connecting tube had sharp edge; grip unit scratched; coloring on scope cylinder (s-cylinder) peeling off; switch box unit scratched; universal cord scratched; angulations were less than standard with play on angulation control knob. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.